Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer received the alarm during a bolus. Customer stated that the cannula was bent. Customer was advised that the alarm may have been due to the bent cannula. Customer will be sent emergency supplies of infusion sets and reservoirs due to the issue. Customer's pharmacist stated that the customer has been using the same reservoir and infusion set for 3 months because her mother had ran out of insurance and she did not order supplies until now. No further assistance required.